Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was "high" on cgm. Reportedly, the customer addressed their bg with a manual dose injection. Reportedly, customer was unable to clear the alarm and reverted to manual injections for insulin therapy.